Event description:
Pt. Had internal fixation of basilar neck fracture l. Femur approx. 1 year ago. Hasdeveloped progressive collapse at the are of the fracture with subsequent protrusion of the pin into the latera aspect of acetabulum. Physician notation on history and physical states. Implant failure with protrusion of hardware, left hipinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.